Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Other -at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It reported to vyaire that the vela ventilator screen is completely dark and does not show any video. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue revealed a damaged lcd cable p/n 16233 and backlight inverter p/n 68385 not properly mounted was causing the display to malfunction.